Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: dbs lead, model: 6172, UDI:05415067020680, serial:(B)(6), batch:8736527.

Event description:
It was reported that the patient deceased on (B)(6) 2023 two days after the dbs implant due to post op brain bleed. Reportedly, there were no adverse events during the implant procedure. Investigation was unable to determine which of the leads attributed to the event.